Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratches on the screen. The customer blood glucose level was unknown. Customer stated that they can not read the display. Advised customer to remove insulin pump and instructed to follow their medically prescribed backup plan. The device will be return for analysis.

Manufacturer narrative:
Device had scratched lcd display window. Device passed displacement test.